Manufacturer narrative:
A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted and included clear passage and clamp function testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on an amia automated pd cycler set. This event occurred during the initial drain. Solution came out of the patient line when they removed the cap and connected to the transfer set. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no report of patient injury or medical intervention associated with this event. No additional information is available.